Event description:
It was reported that during an open colectomy, the firing knob was broken off at the 4th firing of functional end to end anastomosis. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Results: damaged slip block assembly, firing knob dislodged. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with not reload present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.